Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 24 2015. Patient information. 2. Age at time of event, date of birth information reported as: (B)(6), (B)(6) 1937. Correction: (B)(6), (B)(6) 1937. Based on information provided, it cannot be determined that the alleged bleeding event is related to v.a.c.® therapy. Therefore, this event remains reportable. Device labeling, available in print and online, states: if v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On sep 28 2015, kci quality engineering (qe) completed the device evaluation and determined the following: on (B)(6) 2014, the device was tested per quality control (qc) procedures by kci field service, and the unit with cords passed the qc checks and met specifications prior to patient placement on (B)(6) 2014. After placement, the device passed qc inspection at the kci service center. On (B)(6) 2015, kci qe tested the unit per qc procedures and the unit passed qc checks and met specifications. Based on information provided, no fault was found to substantiate customer complaint.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding event is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
The following information was identified by kci upon review of the patient's medical records associated with previously reported MDR 3009897021-2015-00039: ulta therapy was initiated on the patient's aka site on (B)(6) 2014. Per clinical note dated (B)(6) 2014, the patient started bleeding from the stump and was transferred to the medical intensive care unit and vac therapy discontinued. The order notes indicate an order for 2 units of packed red blood cells. The patient was subsequently transferred to a rehabilitation facility on (B)(6) 2014. No additional information was provided.